Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in italy according to the information received, a patient was injected on (B)(6) 2023 with 0.15 ml of teosyal rha 1 in glabella. The same day, the patient was injected with toxin in the same area. After filler injection, the patient only complained about pain but no other symptoms were observed. The day after, on (B)(6) 2023, the patient reported discomfort and a slight pain. The day after, on (B)(6) 2023, the patient presented with hematoma, pain, swelling and tingling in the glabella. According to the injector, the symptoms observed could have pointed out a vassal compression or obstruction. Thus the treatment was the following: - on (B)(6) 2023, the patient was treated with 2400 i.u. Of hyaluronidase in 2 sessions (2x 1200 i.u. 10 minutes intervals) and was prescribed glucocorticoid (bentelan 1 tablet/day for 7 days), topical corticosteroid (gentalyn beta cream 3 x/days for 14 days), as well as an antibacterial/regenerating and healing cream (connettivina cream for 21 days). - on (B)(6) 2023, the patient was treated with 2000 i.u. Of hyaluronidase in 2 sessions (2x 1000 i.u. 10 minutes intervals) on 26 jan. 2023, we were informed that the patient was fine and that the symptoms had resolved.